Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
New information notes that the right ventricular (rv) lead explanted and replaced. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction: h6: should have been additional surgery.